Event description:
A polyflex esophageal stent was used in 2008. According to the complainant, during preparation for the procedure, the physician noted a kink in the body of the stent while loading onto the delivery system. Procedure completed with another polyflex esophageal stent device. No pt complications were reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. The may 2008 15-month polyflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.